Event description:
It was reported by svc report that the retractable head section has a broken trigger lock and missing clevis pins. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rectractable head section.